Manufacturer narrative:
Device is disposable and was not returned for eval.

Event description:
A customer reported during a breast biopsy set-up, a technologist was removing the plastic cover of an 8g stereotactic probe, and stabbed her middle right finger. The technologist rinsed her finger and applied pressure to the wound not realizing the probe tip had broken off in her finger. The breast biopsy was finished with another probe. The following day, the technologist noticed swelling of her finger and contacted employee health. She was referred to a surgeon and scheduled to have the probe tip removed surgically 4 days later. She is currently on disability. The technologist is recovering and expected to return to work after 2 weeks.